Manufacturer narrative:
The company representative examined the system and found the system would only recognize certain handpieces. The company representative replaced the ultrasonic (u/s) controller printed circuit board (pcb) and the u/s handpiece controller cable. The system was then tested and met all product specifications. Additional product information is pending. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the handpiece was not working correctly and a significant delay was experienced during surgery. Despite requests for information regarding the impact on the patient, the customer did not provide any additional information.